Event description:
It was reported that device embolization occurred. On (B)(6) 2018 a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and a 27mm watchman laa closure device & delivery system (wds) were used. The was positioned in the laa and the closure device was deployed. During the deployment of the closure device it perforated the laa resulting in pericardial effusion. The closure device was recaptured and removed. The effusion was drained. The patient's activated clotting time was 326sec; heparin was reversed. The laa closure procedure was aborted. No closure device was implanted. The patient was getting ready for discharge from the hospital and experienced a pulmonary embolism. The patient ultimately passed away two days post procedure due to multiple pulmonary embolisms which led to cardiac arrest. The physician did not believe the pulmonary embolism was related to the laa closure procedure because it came from the opposite leg where they gained access.

Event description:
It was reported that device embolization occurred. On (B)(6) 2018 a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and a 27mm watchman laa closure device & delivery system (wds) were used. The was positioned in the laa and the closure device was deployed. During the deployment of the closure device it perforated the laa resulting in pericardial effusion. The closure device was recaptured and removed. The effusion was drained. The patient's activated clotting time was 326sec; heparin was reversed. The laa closure procedure was aborted. No closure device was implanted. The patient was getting ready for discharge from the hospital and experienced a pulmonary embolism. The patient ultimately passed away two days post procedure due to multiple pulmonary embolisms which led to cardiac arrest. The physician did not believe the pulmonary embolism was related to the laa closure procedure because it came from the opposite leg where they gained access. It was previously noted "it was reported that device embolization occurred." However, device embolization did not occur. The statement should read "it was reported that perforation with subsequent pericardial effusion occurred."